Event description:
Country of complaint: (B)(6). When going into the trocar, the needle comes off the wire, without exerting any force.

Manufacturer narrative:
Reported device not marketed in the u.s.; however, similar device is. U.s. Agent notified on: (B)(4) 2013. Manufacturing site evaluation: samples received: (B)(4) unopened racepacks. Reviewed the batch manufacturing records, this product had a normal process and the results during the process fulfil OEM requirements. There are no previous complaints of this code/batch. There are no units in our stock. Needle attachment of the samples received was tested and the results fulfil the requirements of the OEM. The complaint is justified for isolated detached needle, but the conclusion is not corresponding according to the results of the samples tested. Final conclusion: the complaint is not corresponding (not justified). Actions on product: n/a. Corrective/preventive actions: n/a.